Event description:
Boston scientific received information that the latitude home monitoring system detected that the ventricular tachycardia monitor plus therapy mode was turned off for an unknown reason. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.